Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to urethral atrophy. The device was functional, but the cuff was not adequately closing off the urethra to maintain continence. The entire aus system was removed and replaced with a new one. Additionally, the urethral atrophy was treated with cuff downsizing by removing the existing cuff and replacing it with a 4 cm. Cuff. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to urethral atrophy. The device was functional, but the cuff was not adequately closing off the urethra to maintain continence. The entire aus system was removed and replaced with a new one. Additionally, the urethral atrophy was treated with cuff downsizing by removing the existing cuff and replacing it with a 4 cm. Cuff. No further complications were reported in relation to this event.

Manufacturer narrative:
Analysis of the ams 800 urinary control system did not confirm any significant findings or leaks. A ship history and DHR for this complaint record cannot be performed due to the upn not being reported. Labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.